Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad traces. The insulin pump was unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no act button response. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that their buttons are hard to push. The blood glucose reading is 600 mg/dl. Nothing further reported.